Event description:
Plaintiff alleges that she has sustained numerous injuries, including but not limited to, the following: respiratory problems, including anaphylactic reactions, and related mental and emotional distress, of a permanent and continuing and life-threatening nature. Plaintiff has suffered and will continue to suffer considerable mental and emotional anguish, limitation and restriction of her usual activities, pursuits and pleasures and will continue to suffer substantial loss of earnings and earning capacity.